Manufacturer narrative:
Per product support engineer the customer replaced the power management (pm) board and the cpu board to address the reported problem.

Event description:
The customer reported that the ventilator will not power on. Per product support the unit was not in use on patient.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. This is pending repair completion. Patient information was also requested.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was in use on patient, but there was no patient harm reported.